Manufacturer narrative:
Additional information - g4, g7, h2, h3, h6, h10. The device was not retuned for evaluation therefore the failure analysis and determination of root cause was not possible. Since no lot number was identified, no DHR review or retain sample evaluation was possible. The sample was used and therefore no sample was returned for evaluation. The information provided is not enough to determine a root cause. An additional information received indicated that there was no delay in surgery as the incident occurred after the surgery. The patient was under observation.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A physician reported that on (B)(6) 2020, a (B)(6) year old female patient undergone a frontotemporal craniotomy procedure for a recurrence of tumor. It was reported that the procedure was completed by placing the id4501i duragen 4x5 1 pack overlapped between bed bone and bone fragment and sutured it. After surgery, the patient had a fever and developed symptoms of meningitis and cerebrospinal fluid retention which was confirmed between the dura and duragen. No additional information was provided for additional treatment of the issue.